Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had symptoms of slurring and one-sided weakness and code stroke was called. They became unresponsive and agonal bleeding was revealed on computed tomography (CT) scan. They were diagnosed with hemorrhagic and ischemic stroke with a final diagnosis of septic embolic stroke. Serial CT scans and neuro consults were conducted. The patient was with no anticoagulants, warfarin or heparin drip since (B)(6) 2022 due to non-compliance. They were not taking their medications as outpatient and would not get labs collected or return to outpatient clinic. They were intubated, given vasopressors, and provided with intensive care unit (ICU) level of care. No neurological intervention was done. The patient finally passed away on (B)(6) 2023. The death was not considered to be device related and the device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the reported sepsis; however, no further information was provided. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists bleeding, sepsis, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as suggested anticoagulation modifications. Although only sepsis was reported, the IFU also lists infection as an adverse event and potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.